Event description:
It was reported that externalized conductors and high, out of range, high voltage lead impedance was observed during a follow up. Patient was asymptomatic. Programming changes were made. Patient will be monitored. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.